Event description:
The customer reported non-reproducible, elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An elevated initial result of 4.205 ng/ml was obtained but was not released from the laboratory. The sample was reflexed (automatically retested per protocol) and a lower result of 0.095 ng/ml was obtained. The customer retested the sample the second time and obtained a result of 0.095 ng/ml. There was no patient impact associated with this event. The customer indicated all system parameters, including calibration and quality control, were within the laboratory's established ranges. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.